Event description:
This report is submitted in response to customer's medwatch submission to the FDA. Customer reports that the surgeon was using the cannula when he discovered the tip of the cannula was broken off. The staff searched the field and the operating room. The broken part of the cannula was discovered on the back table cover. No pieces were retained in the pt. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not yet arrived. Device history review revealed nothing relevant to this event. Arthrex will continue to investigate this issue. A follow up report will be submitted with significant info obtained from the investigation.